Manufacturer narrative:
Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a skin condition allergic reaction or a failure to adhere. The cause of the reported adhesive failures could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced an allergic reaction on the arm while wearing the pod between 37 and 48 hours. The pod did not adhere to the skin and a new pod was applied.